Manufacturer narrative:
Based on the information received, the cause of the reported incident was not confirmed.

Event description:
It was reported that at time of post procedure follow up patient was doing great. Patient did not want any changes made to his stimulation. No further intervention.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00797. It was reported that patient had ineffective therapy. Reprogramming was unsuccessful. Several contacts were suspected to have pulled out of the header on the dorsal root ganglion (drg) ins noted from x-ray. On (B)(6) 2020 the axium ins was explanted and an ipg drg was implanted. It was confirmed that leads had not pulled out. Existing leads were used with new proclaim drg. Post procedure, it was reported that the patient continues to not feel therapy with the l4 lead. No reported complications during procedure.